Manufacturer narrative:
The software logs were reviewed but provided no additional insight regarding the cause of the issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the wireless mouse for the navigation system became unresponsive. The system was functioning as designed aside from the mouse. The reported issue occurred when the patient was being positioned. The reported issue was resolved by restarting the navigation system and powering the mouse on and off. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.